Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intended to delivered a bolus for 15 grams of carbohydrates but delivered a 15 unit bolus instead. Blood glucose level was 135 mg/dl. Review of the pump settings showed that the carbohydrates feature was turned off. Tandem technical support assisted the customer in successfully adjusting to the desired settings. Recommendation was made to consult with health care provider regarding diabetes management.